Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for clip deflection in an unintended direction, which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was advanced with the longitudinal alignment markers aligned. The "m" knob was turned; however, the cds did not move medial when the knob was turned, but instead moved in the opposite direction towards the atrial wall. The shaft was observed to be bending approximately 30-60 degrees. The cds was removed. Two clips were implanted. The mitral regurgitation remained unchanged at grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue and difficulty positioning the delivery catheter (dc) shaft were not confirmed; however, a bent actuator mandrel resulting in a bent dc shaft was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue and difficulty positioning could not be determined. The bent actuator mandrel resulted in the bent dc shaft; however, a definitive cause for the bent mandrel could not be determined. It is possible that there were procedural interactions (e. G. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.